Event description:
It was reported the subject device would not eject from the clip. The issue occurred during a colonic polypectomy. There was no delay reported and the procedure was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the clip was stuck at the distal end of the coil sheath, the clip connector was deformed, and the distal end of the operation wire was bent. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.